Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 33 mg/dl; cause was unknown. Reportedly, customer lost consciousness. Customer was treated with intravenous fluids to address bg although the customer can not recall what fluids. Customer was discharged the following day, on (B)(6) 2026 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes.